Manufacturer narrative:
Unable to confirm customer received sensor in said condition due to customer returned opened or used. Cannula received was found complete with no broken or missing parts.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was unknown. After inserting the enlite sensor, the green lamp of the transmitter did not flash. The enlite sensor was removed and it was found that the electrode was broken. An inspection is requested from the doctor to see if the electrode remains in the patient's body. The customer will return sensor for analysis.

Manufacturer narrative:
Unable to confirm customer received sensor in said condition due to customer returned opened or used. Cannula received was found complete with no broken or missing parts.